Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and reproduced the instrument recognize issue on the universal surgical manipulator (usm) 1. The fse replaced the usm 1 to resolve the issue. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. Failure analysis confirmed/replicated the reported issue on the usm. The unit was tested on the in-house system, and it failed normal mode. The unit did not recognize any instruments. The unit was tested on the test platform, and it failed the carriage switches test. As a fix, the axes controller carriage rfid (accr) pod assembly, accr rf label and all presence pins will be replaced as a fix. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that when they installed the fenestrated bipolar forceps instrument on the universal surgical manipulator (usm) 1 at the beginning of the procedure, an error 'instrument not recognized. Remove and reinstall instrument' message appeared. Prior to calling dvstat, the customer reseated the sterile adaptor and the instrument, installed a permanent cautery hook (pch) instrument, replaced the drape, and rebooted the system, but the issue persisted. An isi technical support engineer (tse) checked the error logs and found error 282 on the usm1. The tse had the customer check if the drape was caught between the sterile adaptor and the usm1, install a good known working instrument (which was used on a different usm) on the usm 1, and check the presence pin, but the issue could not be resolved. The customer was continuing the procedure without the usm1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error.